Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Evaluation found cable breakage at the file clip.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements; no injury resulted.